Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three opened and two sealed devices and a photo were available for evaluation. Visual inspection noted that the two of the three opened samples had the main valve seals disengaged. The inflation syringes were not received. The lock collars, converter doors, balloons and obturators were intact. The two sealed devices were intact. Functionally, the balloons were inflated using a test syringe, no leaks were detected. The lock collars moved up and down and snapped securely in place. The converter doors moved and secured properly. It was reported that the seal was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia procedure, the valve on the seal was dislodged on five oms-t10sb trocar balloons (1 case) when attempting to insert the mesh. Another balloon was opened to resolve the issue and complete the case. There were no injuries or complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Three opened and two sealed devices and a photo were available for evaluation. Visual inspection of the three opened samples noted two of them had the main valve seals disengaged. The inflation syringes were not received. The lock collars, converter doors, balloons and obturators were intact. Visual inspection of the two sealed devices were intact. Functionally, the balloons were inflated using a test syringe, no leaks were detected. The lock collars moved up and down and snapped securely in place. The converter doors moved and secured properly. It was reported that the seal was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage and/or impact mesh deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that three opened samples were received with two of them having disengaged main valve seals disengaged. The inflation syringes were not received. The lock collars, converter doors, balloons and obturators were intact. Functionally, the balloons were inflated using a test syringe, no leaks were detected. The lock collars moved up and down and snapped securely in place. The converter doors moved and secured properly. It was reported that the seal was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.